Manufacturer narrative:
(B)(4). Date sent: 6/28/2024. D4: batch #332c08. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pmw35 device was returned with no apparent damage, fully functional. When tested for functionality the device fired and formed the remaining 20 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: evert and approximate skin edges as desired. Several techniques are suggested: with one tissue forcep, pull skin edges together until edges evert or with two tissue forceps, pick up each wound edge individually and approximate the edges or apply tension to either end of the incision, such that the tissue edges begin to approximate themselves. One forcep can be used to ensure that the edges are everted. Position the instrument over the everted skin edges, aligning the instrument arrow with the center of the incision. Squeeze the trigger until you touch plastic trigger to plastic handle. Release the trigger and remove the instrument from the fired staple. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot number 332c08, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2024. D4: batch #unk. The device has been received but analysis results are pending. Once completed, a supplemental report will be submitted.